Event description:
The customer reported that the alarm will power on, but when the magnet is taken off there is no alarm tone. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Alarm, failure to. Results: evaluation of the returned product shows that the alarm won't power on; therefore, no alarm tone. The battery door is missing. (B) (4).